Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08725 inches. Device was received with broken battery tube threads and cracked case along the side of the battery tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 311 mg/dl at the time of incident. The customer¿s other blood glucose was 355 mg/dl. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that a piece of the insulin pump battery compartment chipped off. The customer mentioned that they had sensor error. The customer alleged that the insulin pump was under delivering as their blood glucose was high. The customer reported that they have a back-up plan available. The insulin pump will be returned for analysis.